Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated error code 57 consistent with a software runtime malfunction, after which the user¿s blood glucose was measured at 505 mg/dl and the family transitioned to manual subcutaneous insulin injections while blood glucose trended downward to 145 mg/dl. Symptoms included hyperglycemia. Outcomes included the need for medical device replacement and temporary interruption of automated insulin delivery with continued cgm use. Investigation included customer interview, device data review, and return logistics for device evaluation. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a persistent software runtime error associated with device malfunction that was not resolved by power cycling. It was concluded that the cause was a software-related malfunction of the device.